Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed controller not set alarms; however, the date of the event and the duration that the pump was off could not be determined through this evaluation. The submitted log file revealed that 238 of the 240 events were yellow wrench advisories attributable to the internal clock and timestamp resetting to the manufacturing default (01/01/2001 1:00 am). It was noted that the clock was set at the end of the file on 14jul2021. This was consistent with the report that the patient slept through their alarms and ended up depleting the internal battery. The events related to the depletion of the backup battery, causing the pump to stop were unable to be observed as the log file started with the power already restored to the system. The date of the event and the duration that the pump was off could not be determined through the review of the submitted log file. The pump appeared to be functioning as intended, remaining above the low speed limit for the whole duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. Both the IFU and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. The documents outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. Lastly, these documents explain that patients must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. Lastly, both documents also address all system controller alarms and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module (pm) or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.". The heartmate ii lvas patient handbook, rev. C. Is also currently available. The section titled ¿how your heart pump works¿ outlines battery charge level, battery power gauge display, and visual and audible alarms. This document instructs that if either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the pm or mpu. This section also indicates that the pm or mpu should be used for power while the user is indoors relaxing and always when sleeping (or when sleep is likely). The user must connect to the pm or mpu when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them, including the low battery power, no external power, pump off, and controller clock not set alarms. The handbook also contains a section on handling emergencies. The log file captured a no external power event when both power cables were disconnected simultaneously. Pump function was not interrupted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller functioned as intended after re-setting the clock and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient more than likely slept through alarms and ended up depleting the internal battery. The patient's spouse found the patient sleeping and the screen was blank. The batteries were changed and it started back up. When the patient was hooked up to the system monitor it displayed "clock not set." The log file displayed yellow wrench/clock not set in the beginning so it was unknown what happened prior. It appeared that the patient depleted all battery power and the backup battery which resulted in the pump being off until power was restored due to the clock reset to the default (B)(6) 2001. It appeared the patient was sleeping on battery power.